Event description:
It was reported the device had a speaker malfunction with no audio coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported while upgrading the device there was a "speaker malfunction inop" message present. The device has been confirmed to not produce any sound. The customer was provided with the information to return the device to bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. A philips authorized bench repair technician (brt) installed the speaker assembly into the device then reassembled and connected it to a host monitor. The device showed no more inoperative messages. The device passed verification testing and it returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.